Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient has a history of atrial fibrillation (af) and episode review was requested for atrial tachycardia response (atr) and pacemaker mediated tachycardia (pmt) events due to potential noise. A boston scientific technical services consultant reviewed several stored events from remote data and noted the an odd morphology with what looks to be a sinus rhythm marching through and then the noise suddenly stops. Further assessment was recommended. The patient was on the way to the clinic for device evaluation. The device remains in service and no adverse patient effects were reported. Additional information was received that this device was subsequently electively explanted for normal battery depletion over seven years later. A bsc replacement device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to correct the bsc aware date. The device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient has a history of atrial fibrillation (af) and episode review was requested for atrial tachycardia response (atr) and pacemaker mediated tachycardia (pmt) events due to potential noise. A boston scientific (bsc) technical services consultant reviewed several stored events from remote data and noted the an odd morphology with what looks to be a sinus rhythm marching through and then the noise suddenly stops. Further assessment was recommended. The patient was on the way to the clinic for device evaluation. The device remains in service and no adverse patient effects were reported. Additional information was received that this device was subsequently electively explanted seven years later due to normal battery depletion. A bsc replacement device was successfully implanted. No adverse patient effects were reported. The device was returned and is being evaluated in our post market quality assurance laboratory. This record will be updated when evaluation is complete.